Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, insulation resistance failed due to cutting part of lock engagement lever, angulation in the up direction out of standards due to worn of angle-wire, gap of up/down knob out of standards due to worn of angle-wire, insertion amount out of standards due to damage of channel tube, acoustic lens peeled off, liquid leaks due to perforation of channel tube, liquid leaks due to worn part of air/water cylinder, adhesive part of bending section rubber broken, crease at the connecting tube, switch 1 worn scope connector cover deformed, electrical connector corroded, electronic position of ultrasonic-connector corroded, and damaged factor out of standards due to damage of ultrasonic cable. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the evis lucera ultrasound gastrovideoscope had ultrasonic surface rubber damage. The event occurred during preparation for use, prior to an unknown procedure. Upon inspection and testing of the customer returned device, the scop ultrasonic surface rubber was damage. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Event description:
Additional information was received that the procedure was successfully completed using a similar device with no delay. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer. The follow field updated: b5 the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2/3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the ultrasonic rubber surface was damaged, the acoustic lens was detached, but the cause could not be specified. The event can be prevented by following the instructions for use (IFU) which state: "important information ¿ please read before use warnings and cautions caution ·after using the endoscope reprocess it according to the instructions given in chapter 7, ¿cleaning, disinfection, and sterilization procedures¿. Using improperly or incompletely reprocessed, the endoscope's distal end damage may result. ·do not attempt to bend the endoscope's insertion section with excessive force. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·the endoscope's remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. ·do not hit or bend the electrical contacts on the endoscope connector." Olympus will continue to monitor field performance for this device.